Event description:
User facility contacted MFR stating that leaking around the hub - could introduce air into the body (1820334-2012-00057). Catheter removed and another one placed. This occurred 2 other times too - (1820334-2012-00056). No harm to pt. Add'l info received from user facility on (B)(6) 2012 - these pigtail catheters are used for visualizing the left ventricle of the heart. The catheter was in the descending aorta, just superior to the heart when the split was found. The user facility personnel generally stop there and pull back blood and flush the catheter at that point before advancing into the ventricle. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Four unused devices were returned in their original packaging. One used catheter was returned damaged: the hub had cracked along a line opposite the gate. Per spec, final insp for angiographic catheters, requires 100% insp, insuring the fitting and lumen of fitting is free of damage and debris. Also, the instructions for use (IFU) states: "upon removal from package, insp the product to ensure no damage has occurred." Sr quality engineer at the vendor, had previously been contacted relative to previous similar reports and no material, process nor molding defect could be identified. While the hub has cracked, there is no evidence that the material or mfg methods are the cause. Excessive pressure was confirmed by production engineering who collected hubs from multiple lots, sterilized them and then tested them to failure. These parts required in excess of 8 in-lb torque to fail, which is well beyond their design limit. Additionally, luer tapers have been confirmed to meet requirements of (B)(4). The unused devices were fully engaged with a becton-dickinson syringe without cracking. We will continue to monitor this device.